Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, inappropriate auto mode switch and loss of av synchrony due to far field r-wave oversensing were observed. The patient experienced discomfort and nauseated due to the loss of av synchrony. Programming changes were performed. The patient was stable.